Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). A malfunction of the perfusor space or a delivery rate deviation could not be detected based on the history files. It could be detected that a vtbi with 50 ml was programmed and a syringe ops 50ml was used. Based on the motor steps in the histroy log files it could be detected that the syringe was filled with a volume of 47 ml. The sample was subjected to a visual and functional examination. A self test was performed and a delivery mode was started. No malfunction occurred during the test. The delivery accuracy of the pump was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). The complaint could not be confirmed. During the investigation no technical malfunction could be detected on the perfusor space. During the performed checks all the determined measure values are inside the specification. The setting of vtbi 50ml could not reached if the customer filled the syringe with 47ml.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in germany): "delivery rate incorrect"